Event description:
The patient had a midline IV. The patient also had an epidural for pain control post-op back surgery. Pca tubing used to have colored lines on them. For the IV pca there was a blue line down the tubing. For epidural pca there was a yellow line down the tubing. However, currently there is no colored lines down the tubing at all. Nursing has stated they used those colored lines as a helpful cue as to where to infuse the pump. Postoperatively, the patient was ordered to have fentanyl 2 mcg/bupivacaine 0.125% infusion into his epidural on a pca pump. The pump was connected to the patient's IV rather than to the patient's epidural. Approximately, eight hours later when the syringe was due to be changed in the pump, it was noted. The pump was stopped immediately and the provider was called. No noted detrimental effects to the patient including; no change in vital signs. I have asked our supply chain manager to inform the company of this event.